Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient's spouse called to report that "all of a sudden", the nurses did a sonogram and saw the patient had a full bladder and that the device hadn't been working. The caller stated "it wasn't working but now it is." They stated that while they were calling patient services, the patient had "just hooked it up now" and that they had put it on. Patient services attempted to clarify with the caller if the patient's ins had just been turned off for the procedure and the caller only stated that yesterday when they looked at it before, they said it wasn't connected but now it was and thought it had something to do with the handset not having wi-fi. Patient services attempted explain external devices and to clarify the issue further but the caller was quick to hang up and said that their issue had been resolved. The caller stated the patient had used the bathroom this morning and the nurses had used a catheter and they got a lot out of the catheter so now that they were "connected" and had it on, they thought the device would start "working now" and continue to work. Caller confirmed the patient had the implant for emptying their bladder and that catheterization was the patient's standard of care prior to getting the implant. Patient services asked the caller when the issue started and the caller stated that it had been going on since yesterday. Documented reported event. No further action was taken by patient services. Additional information was received from a friend/family member on 2025-jan-29. Patient representative called back repeating same situation previously noted. Caller stated the patient is still using a catheter and got 900 ccs. Caller stated patient was able to connect and see their settings during the call.